Event description:
It was reported that during an implant procedure, the atrial lead exhibited high threshold and high pacing impedance. The atrial lead repositioned and multiple tests were performed however, parameters remained abnormal. The physician elected to not used the atrial and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Final analysis on visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.